Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8120500, model: sc-8120-50, serial: (B)(4), batch: 179750a.

Event description:
It was reported that the patient underwent an ipg and lead explant procedure due to an unknown reason.

Event description:
It was reported that the patient underwent an ipg and lead explant procedure due to an unknown reason. Additional information was receive that the patient was having an infection. The patient was doing well postoperatively and had great coverage with the new system.